Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, crease fold and weight to the spec. No openings were observed on the device. Clouds were observed after the autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, corrected, and/or changed data: g.1, h.3, h.6.

Event description:
Healthcare professional reported "right side rupture with capsular contracture baker grade iii". Healthcare professional additionally reported right side "any creases" and "multiple cysts". Device has been explanted.

Event description:
Healthcare professional additionally reported right side "any creases" and "multiple cysts".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "right side rupture with capsular contracture baker grade iii". Device has been explanted.